Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin transmission revealed the atrial lead exhibited noise resulting in automatic mode switch episodes. The noise was reproduced in clinic. The lead also exhibited low impedance. The lead was capped and replaced. The patient was stable post procedure.